Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal the fiber/glass cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, at 47,765 joules, significantly diminished vaporization efficiency; a lot of prostate stones present reflecting light back into lens, was noted. The fiber was exchanged and at 192, 624 joules it was noted that the fibers lasing angle was greater than 90 degrees. The fiber was exchanged and the procedure was completed. No injury to the patient reported. This report is for the first fiber.